Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). Device manufacture date is unknown. The device serial or lot number is unknown.

Event description:
It was reported that during a total knee arthroscopy procedure, it was observed that the impactor device cup could not be detached after the cup was placed using the adaptor. It was reported that the screw of adaptor seemed to be biting into the cup, and when the surgeon tried to twist it off forcefully, the cup was out of position, so the whole a cup, an adaptor and the handle were removed. The cup and the adaptor were managed to detach with full force on the machine table. The cup was placed again using another manual handle. However, it was still difficult to detach it from the holder, so the surgeon assumed that it was a problem on the internal thread of the cup. The same type of cup was newly used and placed with the handle, the adapter and the cup did not come off. The cup and the adapter were removed from the body. The cup was changed to another type and placed using a manual handle, which somehow fit and was fixed with three screws. It was reported that the cup and the adapter are tightly biting and did not come off even if shock was applied. The hospital staff tried to remove them again after cleaning and sterilization, but it did not detach even with a force. The initial scheduled operation time was 90 minutes. The surgeon commented that the adapter thread might have been distorted while implanting the cup. The surgery was completed successfully with a reported 50 minute delay. No report of medical intervention has been made at this time there was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot/serial number was unknown in the initial report and have been updated accordingly. The device UDI has also been updated. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed visual assessment, threaded fitting assessment, threaded fitting assessment, had medical debris on the threads and it was confirmed that the cup adapter could not be removed due to medical debris in the threads. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was unknown in previous reports and has been updated accordingly.